Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to not changing the infusion site as per IFU on (B)(6) 2026. The hyperglycemia persisted for more than 4 hours and was treated with a correction bolus via the pump. No further information available.